Event description:
Reporter alleged blood glucose results of 167 mg/dl, 94 mg/dl, and 115 mg/dl on the aviva system when testing was performed within 10 minutes. No symptoms were reported and customer did not treat or act based on the results. No serious adverse event was reported in relation to the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.